Manufacturer narrative:
Concomitant products: 1788t st. Jude lead, implanted: (B)(6) 2007.

Event description:
It was reported that a warning was triggered on the right ventricular (rv) lead due to high impedance which caused a polarity switch. Noise was noted on the ventricular high rate episodes and there was a suspected fracture. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.